Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It was noted that the patient expired from pneumonia, however, the cause of death cannot be confirmed at this time. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, through follow-up with the health-care provider, a copy of the operative report and discharge summary were received. Per the discharge summary: this is an (B)(6) male who had increasing shortness of breath, and therefore, was considered for aortic valve surgery. Also found to have severe coronary artery disease, and therefore, was referred to our institution for surgery. The patient was admitted to the hospital, taken to the or where the patient had a left internal mammary artery bypass with the left anterior descending coronary artery and reverse saphenous vein graft to the pda sequential to the posterior lateral branch, sequential to the circumflex, sequential to large obtuse marginal, also aortic valve replacement. He was very weak. Postoperative echo showed a bioprosthetic aortic valve with peak of 22 and mean of 143 with no aortic insufficiency. However, the patient started to have abdominal distention, which eventually led to recurrence of his sigmoid volvulus, which he had in the past; therefore, was taken to colonoscopy suite and decompressed, had a rectal tube inserted. The patient had accidentally removed the rectal tube. He soon after started to have increase in abdominal distention. He was again sent to the colonoscopy suite for decompression with rectal tube. At the time of discharge, the patient was to be discharged to a subacute rehab facility, and his rectal tube few hours prior to discharge had fallen out and new one was inserted, and subsequently, he was discharged to the subacute nursing facility. No other details were provided. Unfortunately, the reported cause of death (pneumonia) has not been confirmed.